Event description:
Patient presented to the physician with wound dehiscence at the chest incision site. Physician brought the patient into the or, widened the ipg pocket, and closed. This resolved the issue.